Event description:
It was reported that the shock absorber bracket of the hawthorn carriage was damaged, which led to the shock absorber coming out. The device was in clinical use and there was no patient or user harm.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 2.x is a stationary x-ray system for general radiographic purposes. Philips received a complaint on digitaldiagnost 2.x indicating that the shock absorber bracket of the hawthorn carriage was damaged, which led to the shock absorber coming out. The device was in clinical use and there was no patient or user harm. The field service engineer (fse) performed an analysis and concluded that when the patient platform is lowered, the shock absorption system becomes blocked. When the platform was forced down, the part holding the shock absorber broke. This caused both the support base and the shock absorber to become inoperative. To avoid further issues and ensure continues use of the support structure, the customer removed the faulty shock absorber. A complete replacement of the patient support assembly needed to replace the damaged part. A replacement quotation was sent to customer. The investigation is still in-progress, and the root cause has not yet been identified.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 2.x is a stationary x-ray system for general radiographic purposes. For anatomies that are larger than the detector size, it is possible to make a series of exposures covering the whole anatomy (for example full spine or full legs). These individual images can be "stitched" together via the software program. For proper patient positioning and support, the patient can be placed on the so-called stitching patient support or stitching stand (9890 010 87432), a platform with two handles that the patient can hold on to during the examination. For the ease of use during transportation, the patient support for stitching has wheels and a folding footboard. The footboard is connected to the frame via two hinges and a brake cylinder. It has to be folded up and fixed by a hook for transportation, e.g. From one room to another. The brake cylinder was introduced with fco71200185 and has the task to ensure that the footboard lowers itself slowly (within 5-7 seconds) when the hook is released, to prevent the footplate from falling on the foot of a person. If the operator steps on the footboard while it is still moving down, the mounting of the brake cylinder can break, and the footboard falls down immediately. In a worst case, it may hit the foot of a person and break a bone. Philips received a complaint on digitaldiagnost 2.x indicating that the shock absorber bracket of the hawthorn carriage was damaged, which led to the shock absorber coming out. The device was in clinical use and there was no patient or user harm. The field service engineer (fse) performed an analysis and concluded that when lowering the platform where the patient climbs, the cushioning system became blocked. The customer forced the platform downward, the part holding the shock absorber broke and the shock absorber became inoperative. To avoid further issues and ensure continues use of the support structure, the customer removed the faulty shock absorber. A complete replacement of the patient support assembly needed to replace. Replacement of the patient support was performed and system returned to clinical use. Based on the information available and the testing conducted, the cause of the reported problem was wear and tear due to continuous usage. The reported problem was confirmed by the customer.